Manufacturer narrative:
Additional narrative: it was reported by a family member that the topical skin adhesive was used on the patient¿s chin. The wound was not cleaned out prior to use. A couple days later, the wound was seeping and infected. By that time, stitches could not be put in and antibiotics were prescribed. The patient also had to visit a plastic surgeon for evaluation. (B)(4).

Event description:
It was reported that topical skin adhesive was used on a patient wound. On an unknown date, the wound separated. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.